Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a home choice automated pd set w/cassette was unable to disconnect from a mini cap extended life pd transfer set. This was further described as ¿the patient line did not come apart from the pd catheter". This was observed when the nurse tried to disconnect the patient from the automated peritoneal dialysis (pd) system during pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: during customer follow up, it was clarified that there was no issue with the homechoice cassette. Therefore, based on the additional information received, the homechoice cassette was determined not to be a factor in the reported malfunction event. Should additional relevant information become available, a supplemental report will be submitted.